Event description:
It was reported that the patient faced infusion set cannula bent and got hospitalized (B)(6) 2026. The blood glucose level was 593 mg/dl and got treated with IV and fluids of saline and insulin. The patient got released from the hospital (B)(6) 2026

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.